Event description:
Mini-bags of IV antibiotics infused via an IV pump found with remaining volume following the infusion requiring the nurse to reset the pump to ensure full volume of the medication is infused - unclear if bags are overfilled from the manufacturer or if there is a possible pump operation issue. Upon investigation we found that the nurse programmed the pump to infuse a 100cc bag at a rate of 100cc/hr. At the end of the hour there was still fluid left in the IV bag greater than 10cc. It is not known if there was an issue with the bag or the pump at the time of the infusion. According to pharmacy services there is there may be an overfill of 10% or 10cc. However, that remained was greater than 10cc.